Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited noise. The lead was capped and replaced without issues. Patient was stable.

Manufacturer narrative:
Correction: date received by manufacturer: feb 27, 2018 was incorrect; the correct date received by manufacturer is feb 26, 2018.

Event description:
New information received stated that the atrial lead had a fracture.